Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and failed battery test. The customer also reported a crack on the battery compartment and that they experienced a high blood glucose. The customer was assisted with troubleshooting for damage. The customer did not know how the crack occurred in the battery compartment. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer stated that their meter was indicating that they had a "high" blood glucose level and that the meter only goes up to 500 mg/dl. The customer treated with manual injections and also declined troubleshooting for the high blood glucose reading, failed battery test, and motor error. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: no motor error alarm or unexpected failed battery test alarm during testing. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corners and stained end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.